Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia and hypoglycemia. No product lot number was reported therefore, no qualification records were reviewed.

Event description:
The customer reported at 11:55 am she activated a new pod and her blood glucose and insulin history is as follows: she stated that the cannula is a little bent.